Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the 8th inflation at 14 atmospheres for 30 seconds the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. Returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that 25mm of the shaft is torn staring at the exit notch. There are numerous shaft kinks. The tip is damaged. There is no damage to the balloon; however the balloon will not inflate due to the tear in the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.